Event description:
On (B)(6) 2025 breast biopsy is performed and hydromark breast clip placed by dr. (B)(6). The after-biopsy mammogram confirms the right placement of the clip. (B)(6) 2025 lab result says it was a fibroadenoma. I continue the aftercare instructions. I am in a lot of pain, especially while sleeping. After removing the bandages, I notice strange skin changes, itching and continued pain. I call the breast center and the nurse tells me that it's probably a hematoma and to follow the hematoma aftercare. It does not look like a hematoma to me, but I make an appointment with my doctor to check. I also follow the instructions on how to care for a hematoma. (B)(6) 2025 I have an appointment with dr. (B)(6) broughton to look at my breast problem. She tells me she doesn't think it is infected, and she doesn't think it is a hematoma, either. She says she doesn't see a lot of problems from breast biopsy or clips. I also call the breast center again. The nurse puts me on hold to check with the radiologists. She tells me a problem would be rare. They do many biopsies and have placed many clips. She reassures me that I did a good thing having my doctor check, and I should continue to follow up with my doctor. (B)(6) 2025 I am still in a lot of pain. I've had to wear a bra 24/7 because of the discomfort. I called dr. (B)(6). The nurse asks me to send the doctor pictures. I send her pictures. The doctor tells me to try triamcinolone for five days to calm down any local inflammation and if not significantly better by monday we should see her. I use the cream as prescribed for 5 days, and the breast improves. The pink and itch go away for a few days, then I must reapply the triamcinolone. (B)(6) 2025 I have an appointment with genetic counselor (B)(6). I explain my ongoing breast problems since the biopsy and clip placement. I tell her I'm not really getting the help I'm hoping for. She tells me I should talk to (B)(6), np from hematology & oncology at mcr about the problem with my breast. (B)(6) 2025 I message dr. (B)(6) that I still have a strange, permanent discoloration, and continued itching. I send her a current picture, the nurse responded: hi (B)(6), dr. (B)(6) got your message and said, it does seem like it is taking it a while to return to normal. Ok to use the cream for itching and inflammation but would use it sparingly and not just for the bruised appearance as it can thin the skin and change the appearance. Appointment with dermatology if skin has not returned to normal by the end of (B)(6). Thank you. Thanks for reaching out! (B)(6), RMA I am concerned about what's going on with my breast, so, instead of waiting until the end of (B)(6), I make an appointment with a dermatologist. (B)(6) 2025 I have an appointment with dr. (B)(6) at front range dermatology. She examines my breast. I show her pictures on my phone of the skin changes from may through august. She tells me she's never seen this before with a breast biopsy/clip. She prescribes tacrolimus ointment. (B)(6) 2015 I have an appointment with dr. (B)(6) at colorado allergy & asthma center. She tells me she's never seen this before with a breast biopsy/clip. She tells me I can do a full panel allergy test she commonly uses for patients' pre-surgery, when an implant will be used. She tells me even if results are negative for a patient on the skin test, the patient may still have an allergic reaction on the inside of the body, because something on the inside is more invasive, with more immune response. She told me, "maybe your boob just isn't happy with that thing in there." She looks at my pictures but does not examine me. She suggests I stop taking pictures of it and use the ointment because "you don't want to have to walk around with an itchy boob."skipping here (not enough space) to last week on (B)(6) 2025 when I had surgery at a surgery center to remove the clip. I picked it up today from (B)(6) pathology lab. I am now recovering from surgery.